Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer reported they performed xdcr tests, exhl diff: 35 failed. Exhl diff press calibration failed at 0 cmh2o. At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established.

Event description:
The customer reported immediately when the ventilator was powered on, xdcr fault alarms occurred. At this time, there is no information regarding patient harm associated with the reported event.